Manufacturer narrative:
(B)(4).

Event description:
It was reported that during procedure, x-ray revealed the right ventricular lead had dislodged. The lead was explanted and replaced for unrelated issue. The patient was in good condition prior, during, and post operation.